Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 232 mg/dl. Reportedly, customer reloaded cartridge to address the issue and insulin delivery was resumed.